Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call moisture damage on the insulin pump. Customer¿s blood glucose level was 303 mg/dl. Troubleshooting for moisture damage was performed. Customer advised the left side of the display screen and the battery side had moisture. Customer advised they went in the water for 10 minutes and the display screen was blank. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with blank display due to moisture damage on electronics assembly. Unable to perform any tests due to blank display. Pump received with corroded battery tube noted.